Event description:
A bi-level positive airway pressure (bipap) device reportedly stopped delivering therapy and shut down during pt use. The pt receiving therapy from the device, afflicted with interstitial lung disease, had refused invasive ventilation (for personal reasons) prior to the event occuring. They reportedly expired approximately twenty minutes after the bipap device shut down occurred. According to the health care providers supporting this pt, the device alarmed as designed when the event occurred. They stated they did not believe the device shut down and loss of therapy caused or contributed to the pt outcome. A follow-up report will be filed when our investigation of the reported event is complete.